Event description:
Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 2.75 x 20 mm taxus express2 drug eluting stent, the stent was noted to bent. The procedure was successfully completed with another 2.75 x 20 mm taxus stent. No pt complications were reported. The pt status is reported as 'satisfactory/good.'